Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion, perforation of multiple filter struts, and perforation abutting an organ. The patient reported becoming aware of the events approximately four years and two months post implant. The patient also reported anxiety related to the filter. According to the implant record the patient had significant bilateral pulmonary embolisms (pe) with a history of unstable clot in the right leg, recurrent deep vein thrombosis, pulmonary hypertension and pulmonary dysfunction. It was felt that although the patient was able to be anticoagulated, given the pulmonary dysfunction, the concern was for recurrent pe¿s that would make the patient a pulmonary cripple. The filter was placed vi the common femoral vein and after an inferior vena cava (ivc) gram was performed with washout at the l2 level and the filter was deployed without incidence. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported occlusion and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of multiple filter struts, perforation, occlusion, and perforation abutting an organ that caused injury/damage to the patient. According to the information received in the patient profile form (ppf), the patient became aware of the reported four years and two months post implant. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and/or occlusion of the ivc and perforation of filter strut(s) outside the ivc abutting an adjacent organ. The patient also reports anxiety. The following additional information received per the medical records state that the patient has a medical history of an unstable clot in the right leg, pulmonary hypertension with pulmonary disfunction, a positive vq scan and recurrent deep venous thrombosis. Risks and benefits of filter placement were discussed and it was decided to implant the patient with a filter. During the implant procedure, the common femoral vein was entered. An ivc gram was performed with washout at the l2 level and the filter was placed and deployed without incidence.